Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling a shock from the device and presented for a device check. Interrogation revealed a code 1007 had been recorded, indicating a charge time out. Technical services reviewed the device data and found a total of 145 faults had been recorded by the device since (B)(6) 2022, and that the battery status was at battery capacity depleted due to the long charge times. Tachycardia therapy is not available and the device must be replaced. The local sales representative reported the physician replaced the device five days later. No additional adverse patient effects were reported. The chronic leads were tested at the procedure and integrity and parameters were normal. The explanted device will be returned for analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling a shock from the device and presented for a device check. Interrogation revealed a code 1007 had been recorded, indicating a charge time out. Technical services reviewed the device data and found a total of 145 faults had been recorded by the device since (B)(6)2022, and that the battery status was at battery capacity depleted due to the long charge times. Tachycardia therapy is not available and the device must be replaced. The local sales representative reported the physician replaced the device five days later. No additional adverse patient effects were reported. The chronic leads were tested at the procedure and integrity and parameters were normal. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful due to the device being at battery expired (bex) status; thus, an initial memory download could not be performed. The device case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. The device was then exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The recorded cumulative charge time was three hours, four minutes, and 57 seconds, and the device recorded 146 delivered shocks and 647 diverted shocks. In total, the device recorded 13,806 episodes. Engineering reviewed some episodes with available electrograms (egms) and confirmed the episodes appeared valid (i.e., not caused by noise or oversensing). The egms showed normal sensing with appropriate therapy per the device programming and design. Laboratory analysis determined that the code 1007 and rapid battery depletion were caused by the excessive amount of charging while the device was implanted.